Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their adc device was had inaccurate measurement. It is unknown whether the customer noted a trend arrow on the device. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to reach the customer and confirmed that the customer already reported this concern and was assisted. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.